Event description:
It was reported that this pacemaker had reverted to safety mode. Technical services (ts) was consulted and reviewed the data. This pacemaker was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.